Manufacturer narrative:
Philips has investigated this complaint. The philips engineer inspected the system and confirmed that the cine was not happening. Upon troubleshooting, the philips field service engineer (fse) inspected the system on-site and confirmed that the oil was leaking from the hose pipe. To resolve this issue, fse repaired the leakage and re-connected the hose pipe. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the azurion 3 m12 system come was not happening. No harm has been reported. A philips technician evaluated the complaint device and found oil leakage from a hose on the complaint device. A philips technician had performed maintenance on the device ten day prior to this event. The oil hose was reconnected and the device was returned back to functionality. Philips has started an investigation of the complaint.